Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-10147. It was reported that the patient had impedance issues on their leads following an ipg replacement. Additional surgical intervention was performed wherein the leads were explanted and replaced. Therapy was restored post-operatively.